Manufacturer narrative:
The device has been received. Investigation is not yet received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion with a partial pseudoaneurysm in the superficial femoral artery (sfa). After pre-dilation was performed, the 6x150mm supera peripheral self-expanding stent system (sess) was advanced to the lesion. Due to the pseudoaneurysm, the angle of the sess had to be adjusted; it felt like the middle of the stent system would break, and at the same time, the tip separated. Deployment was initiated, and, even with movement of the thumb slide, the stent failed to completely deploy. It was decided to remove the complete system including the stent, which removal was assisted with a balloon holding the stent. There was no adverse patient effect or a clinically significant delay in procedure. A 6x120mm supera was then implanted to successfully complete the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received:the tip separated, possibly due to the stenosed anatomy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. The reported activation failure including expansion failures was unable to be replicated due to the condition of the returned device. Additionally, it was noted that the tip jacket was damaged (stretched, bunched, separated) and the inner member was separated.a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the mildly calcified, 70% stenosed anatomy with a partial pseudoaneurysm resulting in the reported difficult to advance. During deployment it is likely that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to properly engage the stent resulting in the reported activation failure. Interaction/manipulation of the device resulted in the noted tip jacket damages (stretched, bunched, separated) and ultimately resulted in the reported tip separation/noted inner member separation. The treatment appears to be related to the operational context of the procedure as the complete system, including the stent, was removed assisted with a balloon holding the stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.